Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not request a validation code for the controlled medication. A technical support specialist (tss) logged into mql and discovered several findings. According to the transaction report, the customer had overridden the control key during the issue process of the item, which allowed the item to be issued and the transaction to be completed. The tss updated the customer, and the item key combination and validation settings were configured. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system did not request a validation code for the controlled medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.